Event description:
It was reported that the pump of this artificial urinary sphincter (aus) stopped cycling due to a mechanical issue. The aus is currently implanted. There were no patient complications reported.